Event description:
Additional information received on 12/7/2023: per the sales representative, the impactors broke from repeated use. The impactors did not break inside the patient. The procedure occurred on (B)(6) 2023. The case was completed using ar-9165cdg univers revers universal baseplate impactor.

Manufacturer narrative:
Additional information: b5, h6. Complaint is confirmed. Visual inspection identified that one side of the baseplate adapter had broken off, the other side was damaged at the distal end of the guide assembly. No broken pieces were returned for investigation. The distal end of the shaft had nicks around the edges of the guide assembly. Functional test was not performed due to the damage to the device. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported, by a sales representative via email, that the blue plastic wings of (2) ar-9165cdg universal baseplate impactor broke. This was discovered during a rtsa procedure. Additional information requested.